Manufacturer narrative:
(B)(4). This information is based entirely on journal literature. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: "a tale of two icds." Pace pacing clin. Electrophysiol. December 1 2012;35(12):1512-1513.

Event description:
A journal article was reviewed that contained information regarding this device. The patient's remote monitoring system had sent a transmission in the "middle of the night" which indicated that the pacing and shock impedances were "very high" and there was evidence of no capture. The patient was called and an office evaluation of the device was "normal." Of note, the patient had kept the prior device after the replacement. The explanted device had not been "formally reprogrammed or deactivated" when given to the patient. The patient kept the explanted device in a drawer about 10 feet from the remote monitor. The information from the explanted device is what was sent to the remote monitor. The patient's current device remains in use. No patient complications have been reported as a result of this event.